Event description:
The customer reported that a female patient underwent cataract surgery in 2009. During a post-operative visit, a synthetic fiber was seen in the anterior chamber. A second surgery was required to remove the fiber. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.